Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use fiber was damaged after displaying an error: 410. The issue occurred during therapeutic ureteroscopy with laser lithotripsy procedure. There was no delay to the intended procedure as it was completed with a holmium laser fiber. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the reported phenomenon could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Although this device was returned and inspected, a specific root cause could not be determined, as neither the visual/physical evaluation by olympus could identify the root cause. Olympus will continue to monitor field performance for this device.